Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. The patient has 2 scs systems. It was reported the patient is experiencing ineffective therapy in the supra-orbital (off label) portion of his system. It was noted the patient is implanted for headache pain. In addition, the patient feels partial stimulation therapy. The patient stated the supra-orbital system stopped working as effectively approximately 8 months ago. Subsequently, the patient will undergo surgical intervention as the next course of action.